Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the unit passed functional testing. The only fault stored was e18, which is displayed when the joystick neutral test fails. The original complaint issue was not confirmed.

Event description:
Dealer states the unit will not turn off.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the unit will not turn off.